Manufacturer narrative:
The complaint sample has been returned to greatbatch medical for evaluation. The investigation has not yet been completed. A supplemental medwatch 3500a form will be submitted following the completion of the investigation. Complaint information provided by zimmer biomet. This is a re-submission of this initial medwatch form originally submitted feb 16, 2016. However due to an error, FDA had not received the initial medwatch. Note the manufacturer information had been changed to the current manufacturer name and contact person. In addition, the codes had been adjusted from the original submission to accommodate the new imdrf codes.

Event description:
It was reported during an unknown patient procedure that the handle's power adaptor snapped off. The surgery was completed successfully with another device. No adverse events were reported as a result of the malfunction.